Event description:
Caller reported a cartridge alarm 20, which resulted in blood glucose levels displaying as "high". To address this, the customer administered a correction bolus using the pump. Technical support decided to replace the pump and advised the customer about handling the replacement process, including using updated software and properly returning the old pump.